Manufacturer narrative:
This case was assessed by merz north america as non-serious. The events of injection site swelling and injection site pain were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the glabella is no approved indication for radiesse (+) in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-jun-2025: this case was upgraded to serious. The reported event swollen was changed from swollen to compressed supraorbital artery and was recoded from injection site swelling to vascular compression. The event pain was deleted. This case was assessed by merz north america as serious. The event of vascular compression was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported swelling, pain, and superficial skin partial thickness loss, are considered to be symptoms of the vascular compression and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the glabella is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a female patient. The patient was injected with radiesse (+) into the glabella (off label use of device), on (B)(6) 2025 (reported as on friday). In (B)(6) 2025, after the radiesse (+) injection, the patient experienced severe pain and it was very swollen. Corrective treatment included an injection of 1 ml of hylenex into the area and she was given 10 ml of dexamethasone. The outcome of the events was unknown. Follow-up information was received on 25-jun-2025: this case was upgraded to serious. The reported event swollen was changed from swollen to compressed supraorbital artery and was recoded from injection site swelling to vascular compression. The event pain was deleted. The patient was injected with a total of 0.5 ml of radiesse (+). She was previously injected with calcium hydroxyapatite (caha) into the glabellar area (reported as this area), without incident. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced a compressed supraorbital artery (reported as soa). The patient failed to notify the health care professional about having pain and swelling for several days, which resulted in decreased perfusion via a compressed supraorbital artery. In 2025, the compressed supraorbital artery was documented to remain patent via a doppler ultrasound. She had several rounds of hylenex injected with improved perfusion and limited superficial skin partial thickness loss that was debrided before healing satisfactorily with wound care. She underwent several fractional laser treatments to the area. Due to the provided information, the outcome of the event was considered as resolved.